Event description:
Event description guidant received information that this implantable atrial lead is not sensing p waves. The threshold measurements are high. It appeared the lead is sensing the right ventricle. An xray is planned, and a possible lead revision.